Event description:
A malfunction alarm was reported with a code that was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was able to continue using the device without further issues, understanding to call back if the malfunction code recurred.